Event description:
Patient received 5fu 5500 mg (110 ml + 7 ml overfill for tubing) connected to curlin 6000 5fu home ambulatory infusion pump at 1051 on (B)(6) 2018 at different hospital (fmlh). Bag to infuse over 46 hours at 2.39 ml/hr (rounded to 2.4 ml/hr). Per rn, "patient arrived with pump turned off and tubing clamped. Stated that it started alarming at 0600 and his wife called infusystem and received instructions on how to proceed. Patient stated it was alarming because the bag was empty. Writer confirmed that medication from home infusion pump completely infused, no remaining medication in the bag. Pump disconnected from patient. Pump turned back on and settings verified as vtbi 110ml, rate 2.4ml/h for 46h. Volume delivered 103.4 ml and 6.6 remaining." Visual inspection of the pump bag and tubing by the rn and pharmacist showed a completely empty bag, and fluid only present in the tubing. The pharmacist looked at the dosage preparation photos from fmlh, and the two 60 ml syringes appear to contain a total a of 117 ml, which exactly consistent with our decision to add 7 ml overfill to the stated drug volume.